Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a decreased monitoring voltage. The longevity of the device was in question.